Event description:
The customer received a blood glucose reading of 347mg/dl on the breeze2, re-tested on a different meter and the reading was 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Only the meter information was provided. Product was not replaced.